Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t6, non-retaining, ao had twisted. -functional testing was not performed due to the damaged distal tip of the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage in the field. Device was manufactured in 2024.

Event description:
On 09/25/2025, it was reported by a sales representative via (B)(4) that an ar-18800-04 driver shaft has twisted at the tip. Discovered during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.